Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 lost pulses in the left lower leg. An embolism was suspected so the patient was taken to surgery and systemic anticoagulation was started. After the thrombectomy the patient became short of breath, hypotensive and had high pressures the patient was treated with levo. The patient also developed bleeding at the impella site, so an additional suture was placed, and flash pulmonary edema, so lasix was given. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
B.3 revised date of event as it was entered incorrectly on the initial report that was submitted. E.1 added initial reporter phone number as it was inadvertently omitted from the initial report that was submitted. G.3 date of awareness was reported incorrectly on the initial report that was submitted. Date should of reflected 07-sep-2025. H.6 added health effect - clinical code as it was inadvertently omitted from the initial report that was submitted. H.11 added instructions for use as they were inadvertently omitted from the initial report that was submitted. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ section: warnings & cautions: warnings: section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. "In patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ investigation summary: major bleed: the cause of the injury was not determined since the product was not returned and insufficient clinical details provided. Ischemia/ thrombosis : in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Hypotension/ pulmonary edema : the cause of the injury was not determined due to insufficient clinical details. Device history review: the pump passed all the post sterile inspection checks.